Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 246 to 314 mg/dl with a trace of ketones. Insulin injections and a correction bolus were used to address the bg level. The customer changed the supplies on the pump and received another occlusion. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be functioning as expected. The customer declined to remove the cannula as the latest occlusion alarm occurred while the pump was sitting on the bed. The customer reverted to using insulin injections to manage diabetes.